Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 6.3 mm0l/l verses 8.2 mm0l/l meter to lab. Tests were done within 10 minutes with a difference of 23%. Pt did not experience any adverse events. No further information has been reported.